Event description:
The customer reported that they experienced multiple no delivery alarms when using the reservoirs from the same lot. The customer stated there seemed to be an issue with the reservoirs. Blood glucose value is unknown. Customer was advised the reservoirs would be replaced and agreed to return them for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs. Inspected the snap caps and septums for anomalies none were found. Performed occlusion test by filling the reservoirs with diluent, connecting to a new infusion sets and installing the reservoirs into medtronic 5 series insulin, performed manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.